Event description:
It was reported that after a 1000 hour maintenance kit was installed, but biomed was performing a calibration on the ventilator and the ventilator stopped cycling. It was discovered that the stop motor was defective. There was no patient involvement. This complaint was generated from a call screening.